Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the 25" pressure tubing was received separated from the female luer. The tubing pocket of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation. However; testing has not yet been completed.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip where it was reported that the arterial line breaks easily just distal to safe set syringe (towards patient) soon after priming prior to connecting to a patient. It was not simply a luer lock disconnect, was a broken section of tubing. The set up was, the device was connected to a 500 ml normal saline and primed. A pressure bag was utilized with the saline after priming as it was standard practice for hemodynamic monitoring. No medications were involved. There was no patient involved and no patient harm.